Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: no patient harm has occurred, and no active infusion has stopped. Issue: pump problem. A preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure). Unknow active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Updated b5 ( added seriel number in the narrative), and updated model #.

Event description:
The following has been reported: biomed reported: no patient harm has occurred, and no active infusion has stopped. Issue: pump problem a preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure). Serial # (B)(6). Unknown active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the reported complaint of "tubing set error (ipc connection leak failure)" could not be confirmed or refuted. Per biomed, the pump was able to pass test infusion, original suspect set was not retained. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.